Manufacturer narrative:
Company representative evaluated the systems and duplicated the problem. Corrections included replacing the telepacks' batteries. Problem was resolved.

Event description:
Customer reported a loss of communication between the dpm central station and ambulatory telepacks, which may have affected telemetry monitoring. No patient injury was reported.